Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported issue. The system was then tested and met all product specifications. A root cause was not identified. (B)(4).

Event description:
A biomedical engineer reported when switching to iop compensation during a case, a system message was displayed. The system was switching out and the case was completed. There was no pt harm or injury reported.